Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat an esophageal varices performed on (B)(6) 2022. During the procedure, the fifth band was fractured when deploying. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the fifth band was broken.

Manufacturer narrative:
Block h6: medical device problem code a04 captures the reportable event of broken band. Block h10: the returned speedband superview super 7 (ligator head only) was analyzed, and a visual evaluation noted that there were two bands attached in the ligator head, and the bands were moved out of their position. One band was also returned which was already deployed, and it was broken. The device was observed under magnification, and the suture hole was in good condition with no damages observed. Some ligator head teeth were damaged/bent, and the returned deployed band was broken. No other problems with the device were noted. The reported event of band damaged was confirmed. Upon analysis, it was found that the returned deployed band was broken. It was also found that the bands were moved from their position and the some of the ligator head teeth were damaged/bent. These conditions could have been generated due to handling and manipulation of the device during its use leading to move the suture knots from their position in the ligation unit. This would result in more tension applied to the component leading to bend the teeth and break the bands, consequently, causing the inability of the device to deploy the bands. The most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat an esophageal varices performed on (B)(6) 2022. During the procedure, the fifth band was fractured when deploying. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the fifth band was broken.